Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 01feb2019. Philips field service engineer (fse) performed the extended self test (est). All est passed successfully. The customer complaint could not be confirmed.

Event description:
The customer reported that the oxygen delivery test and pressure relief test failed during extended self tests (est). No patient or user harm was reported.